Event description:
The customer reported that there was a "failure to alarm at mx700 and piicix on a desat". No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.